Manufacturer narrative:
Alleged failure: this is for a safelight fiber optic cable that malfunctioned and burned a drape. When removing the adapter, it didn't turn the light off and burned the drape. During take down, they confirmed cable did not turn off. Patient was still in the room but not affected. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Possible root cause: esst issue causing safelight failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that safelight fiber optic cable malfunctioned and burned a drape. When removing the adapter, it didn't turn the light off and burned the drape. During take down, they confirmed cable did not turn off. Patient was still in the room but not affected. Hence it is a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that safelight fiber optic cable malfunctioned and burned a drape. When removing the adapter, it didn't turn the light off and burned the drape. During take down, they confirmed cable did not turn off. Patient was still in the room but not affected. Hence it is a thermal event.